Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-19446, 19447. It was reported the pt experiences pocket heating while charging. A replacement charger did not resolve the issue. It was reported the ipg site is red, swollen, and oozing blisters. Cultures showed no infection. The physician prescribed pain patches. Surgical intervention is planned to resolve the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.